Manufacturer narrative:
The device was returned for evaluation and the customer's compliant was confirmed that the device has a flow rate accuracy failure due to the plunger and valve pin were a little bit loose. Probable cause is loose plunger and I/o valve pin.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. It was reported that the unit had a flow rate accuracy failure which occurred during preventive maintenance. There was no patient involvement, and no harm was reported as a result of this event.